Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 400 mg/dl to "high" on the continuous glucose monitor. Customer attempted to addressed their elevated bg levels with boluses via the pump and administered manual injections. On (B)(6) 2022 customer went to the emergency room with a bg of 559 mg/dl and high ketones and was subsequently hospitalized. Their bg was treated with intravenous saline and insulin which reportedly resolved the issue. During troubleshooting with tandem clinical support, it was alleged that no insulin was seen to be coming out of the infusion set after a bolus was delivered, customer reverted to an alternative method of insulin therapy and the pump was replaced. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue and a discharge date; however, no response was received from the customer.